Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: the tensioner can not be tightened. This was found before surgery, no patient involvement.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates the device was received in good condition. No apparent damage or missing components. Pioneer surgical technologies manufactured the cable tensioner, part number 391.201, lot number p123186. The supplier performed a device history record review and found that the product met all specifications at the time of shipment. Testing was performed on the tensioner and the device passed all of the required testing. The product conformed to all requirements as indicated in the certificate of conformance. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no mrrs, ncrs, or complaint-related issues with this lot.